Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n627462003, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on 2021-dec-06. It was reported that no trouble was found after the replacement procedure. To be on the safe side, the pump started with a 17% reduction of the pre-replacement dose (360 mcg/day to 300 mcg/day). Immediately after the procedure, the effect was still observed but it was judged that a slight increase of the dose was necessary. The pump was being adjusted from 300 mcg/day to 320 mcg/day. It was reported that at this stage, it could not be determined that there was a change due to the replacement.

Event description:
Additional information was received. System replacement was performed on (B)(6) 2021. The products would be returned.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#: n627462003; implanted: on (B)(6) 2016; explanted: on (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the pump did not show another volume discrepancy. The "effect" meant that the medication (300 mcg/day) was working well for the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a foreign healthcare provider and distributor. Pump malfunction was indicated.

Event description:
(B)(6) 2021. Ared (hcp, for, dist): information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the situation was continuing and that there had been a large difference between the actual remaining amount measured at the time of pump refill, and the remaining (expected) amount as per the programmer. It was further reported that the variability was within the normal range, but the trend was continuing that the difference was large between the programmer's remaining amount and the actual remaining amount. They planned to remove the existing product and replace all at the time of pump replacement. Analysis to check if there are any problems such as defect in the whole system including the removed catheter was requested. (B)(6) 2021 email (for, hcp, dist.): no new event information (device and patient information provided). (B)(6) 2021 ared update (for, hcp, dist.): additional information was received via a foreign healthcare provider and distributor. Pump malfunction was indicated. (B)(6) 2021. E1, e2, e3 (for, hcp, dist): additional information was received. System replacement was performed on (B)(6) 2021. The products would be returned. (B)(6) 2021 ared update (for, hcp, dist.): additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2021. It was reported that no trouble was found after the replacement procedure. To be on the safe side, the pump started with a 17% reduction of the pre-replacement dose (360 mcg/day to 300 mcg/day). Immediately after the procedure, the effect was still observed but it was judged that a slight increase of the dose was necessary. The pump was being adjusted from 300 mcg/day to 320 mcg/day. It was reported that at this stage, it could not be determined that there was a change due to the replacement. (B)(6) 2021 e4 (for, hcp, dist): additional information was received. It was stated the pump did not show another volume discrepancy. The "effect" meant that the medication (300 mcg/day) was working well for the patient. (B)(6) 2021. Rp: document contained no new information.

Manufacturer narrative:
H3: the catheter was returned and analysis found a kink in the catheter body h3: the pump was returned and analysis found no anomalies. The device passed all laboratory testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n627462003 implanted: (B)(6) 2016 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the situation was continuing and that there had been a large difference between the actual remaining amount measured at the time of pump refill, and the remaining (expected) amount as per the programmer. It was further reported that the variability was within the normal range, but the trend was continuing that the difference was large between the programmer's remaining amount and the actual remaining amount. They planned to remove the existing product and replace all at the time of pump replacement. Analysis to check if there are any problems such as defect in the whole system including the removed catheter was requested.